Manufacturer narrative:
(B)(4).

Event description:
This is report 4 of 4 involved in this peritonitis event. It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown. Treatment information was not reported. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h12i27059, h12g19068, h12j01053, h12j03034, h12l07031, h12l07031 and h13a22049 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).